Event description:
Anterior chamber intraocular lens (iol) removed due to chronic uveitis and retinal detachment. According to surgeon, uveitis possibly secondary to chronic contact between iris and edge of iol. On pathological exam, almost the entire optic lens noted to be covered with foreign body gianat cell reaction. Areas of sheets of epithelial cells as well as spindle celss representative of fibroblastic cells were visualized. Pigment was also seen. According to the pathologist, some cells seemed to be vacuolated with clear materal suggesting a mucous and lipid contentinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.